Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, diarrhea, difficulty breathing, feeling fatigued and weak. The infusion site (arm) was also irritated and when removed, the adhesive was seen not sticking well. At the hospital, the patient was also diagnosed with a urinary tract infection, and escherichia coli (e. Coli). The patient was treated with insulin to manage her high blood glucose levels, as well as antibiotics and a nebulizer. The pod was removed at the hospital and discarded. The patient was released after 2 days, (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.